Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) cylinders and pump removed ]due to unspecified reasons. An ams700 lgx 18cm device with 100ml conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.